Event description:
A female pt reported using renu with moistureloc multi-purpose solution and was diagnosed with iritis in her left eye. According to her physician, th pt disgnosis was due to contact lens over wear syndrome. The pt was wearing lenses 15 hrs/day with development of pain in the left eye. She was then advised to discontinue her contact lenses. Subsequently she recovered following treatment of prednisolone eye drops. In 2006, an MRI of her brain with and without contrast was performed. Findings included a small area of bright t2 and low t1-weighted signal directly adjacent to the right frontal horn most consisted with a small vessel ischemic disease was noted. The cavernous sinuses appear unremarkable. There was no acute finding. The physician stated that the pt had other eye problems present at the same time and unrelated to her iritis.

Manufacturer narrative:
Chemical testing of the returned sample shows the solution met all shelf life limits. In addition, the physician reported that the event was due to contact lens over wear syndrome. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. Co is continuing to investigate this link but in the meantime, co is taking the most responsible action in the interest of co's customers by discontinuing the moistureloc formula and recalling all distributed product.